Event description:
It was reported that a leak occurred. A 1.75mm rotapro was selected for use. During the procedure, the saline cocktail solution was leaking from the outer sheath inside of the guide catheter. A hole was noted in the device. The rotapro was removed and the procedure was competed with a different device with no patient complications.

Manufacturer narrative:
E1 initial reporter city: (B)(6).